Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with a stylet inserted and the helix mechanism in a retracted position. Cuts were noted in the suture sleeve and in the outer insulation, which allowed for body fluid contamination to infiltrate the lead body. Tissue was noted in the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported increased pacing threshold measurements, loss of capture, and possible microdislodgement.

Event description:
Boston scientific received information that the patient's right atrial (ra) lead was repositioned one day post-implant due to dislodgement. During this revision, blood was observed in this right ventricular (rv) lead. As the rv lead measurements were normal, no change was made to the rv lead. However, later that day the rv lead pacing thresholds had increased dramatically, to greater than 3v. A microdislodgement was suspected, but as the pacing impedance measurements and sensing were acceptable, it was planned to monitor the rv lead to see if the thresholds would stabilize. During monitoring, one missed beat was observed that was likely caused by the auto capture function. The patient was discharged from the hospital. Three days later, a remote interrogation of the device showed loss of capture on the rv lead even at an output of 5v. The patient was brought back and an rv lead revision was performed after the weekend. During the revision, the rv lead was explanted and replaced successfully. However, during the procedure, the helix on the ra lead was inadvertently retracted and it could not be extended properly again. Therefore, the ra lead was also explanted and replaced. No additional adverse patient effects were reported.